Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had excessive no delivery alarms even after changing the tubing or reservoir. Customer performs site and infusion set change as needed. Customer reported that the cannula is not bent. Customer had to discontinue pump use and follow their medical prescription for insulin shots until the replacement arrives.